Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital due to abdominal pain and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every 5 days (dose and duration not provided). The culture resulted positive for staphylococcus aureus. The patient was discharged on (B)(6)2025 and was continuing their antibiotic course. The patient did not require the pd catheter to be pulled. The patient was continuing pd therapy utilizing the same liberty select cycler during recovery. The suspected cause of the peritonitis event was said to be touch contamination, but this was unable to be confirmed.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there was no allegation of a device malfunction or deficiency reported for the event. The pdrn reported the cause of the peritonitis event was suspected touch contamination by the patient, but it was not confirmed. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital due to abdominal pain and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every 5 days (dose and duration not provided). The culture resulted positive for staphylococcus aureus. The patient was discharged on (B)(6) 2025 and was continuing their antibiotic course. The patient did not require the pd catheter to be pulled. The patient was continuing pd therapy utilizing the same liberty select cycler during recovery. The suspected cause of the peritonitis event was said to be touch contamination, but this was unable to be confirmed.